Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in pump shutting down. Customer¿s blood glucose value was 394 mg/dl. Customer declined troubleshooting with tandem technical support.